Manufacturer narrative:
The information obtained from the customer site indicated the low results obtained for patient 2 (sample ID (B)(6)) was due to a collection issue that caused all results from the sample to be diluted. A review of the ac01248 service history on or after 01nov2019 found no subsequent reports. A 12-month review of complaint and trending data for alinity c processing module found no trends related to the complaint issue. Manufacturing documentation for the analyzer was reviewed and did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry= (B)(6). Patient information: no further patient information was able to be obtained.

Event description:
The customer reported multiple low results for a patient while using the alinity c processing module. Sample ID (B)(6) generated low results for sodium (135.1 mmol/l), potassium (2.57 mmol/l), urea (8.6 mmol/l) and creatinine (53.2 umol/l). The customer indicated the low potassium result was outside the range that they automatically repeat results and was discrepant with a blood gas result. The clinical team reacted to the low alinity result and the patient was given a potassium supplement which caused a significant rise in serum potassium. The patient went into cardiac arrest and was resuscitated. Per the customer the low results were due to a sample collection issue and not due to analytical error.